Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not open when trying to issue medication. A technical support specialist (tss) checked mql and informed the customer the item was not on the patient¿s order and required an override. The drawer on ns cabinet (cab02) did not open, so the customer issued the medication from the synchronize cabinet successfully. Remote access to cab02 was unavailable in both rss (remote smart service) and lmi (liquidity mismatch index). Followed up with the customer and reported no issues. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000, the user could not find the item morphine sulfate conc 20mg 1ml in the patient profile. The drawer did not open when they attempted to issue the medication, but the cabinet was not available in either rss or lmi. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.